Event description:
Information received by medtronic indicated that the insulin pump had alarmed with general - unexpected restart alarm. The troubleshooting was not performed and no harm requiring medical intervention was reported. It was unknown whether customer had continued to use the device. The insulin pump will not be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.